Manufacturer narrative:
PMA/510(k)#: p050017/s006. To date the zilver flex device involved in this event has not been returned for evaluation. According to information provided, this event occurred prior to patient contact. Additional information has been requested to support the investigation, however, to date no further information has been provided. Prior to distribution all zfv6-125-10-6.0 devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records revealed no discrepancies related to or which could have contributed to this complaint issue. There is no evidence to suggest that this event did not occur, therefore, the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
During the procedure when trying to pass the zilver stent through the 6 french sleeve with the safety catch on, the stent cover retracted spontaneously and part of the stent was deployed. The device was removed successfully and another stent was successfully used to complete the procedure.